Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have damage to the conductor wire¿s insulation. The instrument passed electric continuity test. The root cause is attributed to a component failure. Additional observation not reported by site includes signs of corrosion were found on the instrument bearings. The grip input disk bearing #6 exhibits orange discoloration. The root cause of corroded instrument bearings is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the system logs showed the fenestrated bipolar forceps (fbf) (part# 471205-17 / lot# k10211124 0047) was last used on (B)(6) 2022 in a sleeve gastrectomy procedure performed on system (B)(4). The fbf had 5 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) had a frayed cable in the jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the instrument was sent and is returning to intuitive. The customer could not remember the color cable that was frayed. The customer ensured that all instruments are inspected prior to sterilization. This damage was noted at this time. The instrument was fully functional during the procedure. The customer did not know the exact procedure the instrument was used in. The customer stated no fragments fell into the patient as they would have been informed immediately.